Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a 3-lumen catheter which was leak tested by pressure injecting water into each extension line with the opposite end occluded. No leaks were observed with the proximal and distal lumens. When pressure was applied to the medial lumen, a leak was observed near the 19 cm mark on the catheter body. Microscopic examination of the leak site revealed adhesive on the catheter body and two slits. The appearance of the slits was consistent with contact with a sharp instrument. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the slits and the report that the leak occurred after insertion, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in operative intensive, approximately three hours after the catheter was placed in the patient's subclavia, the patient noticed that the bandage had become wet. As a result, the catheter was removed and tested. A leak was found located near the connection of the extension line hub. A new catheter was placed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). This report is for the first in a series of two consecutive product issue with the same patient. The second event has been reported under MDR# 3006425876-2015-00185. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.